Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2017 with the following findings: during investigation, moisture was found behind the display lens. The pump powered on with the returned battery cap to an audible tone with no vibration alert and a blank display. The battery cap was able to fully tighten to the pump. The battery cap measured within specifications. Unrelated to the original complaint, the battery compartment was cracked in the thread area and below the grip pad. No evidence of moisture contamination was found in the battery compartment. A leak test found leaks in the battery compartment and cover. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump.